Event description:
The customer reported an intermittent pads connection.

Manufacturer narrative:
(B)(4). The customer reported an intermittent pads connection. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.